Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Post-reduction scans showed a displacement of the greater trochanter requiring a second stage with a hook plate.

Event description:
Post-reduction scans showed a displacement of the greater trochanter requiring a second stage with a hook plate.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a abg ii modular stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remained implanted. -clinician review: a review of medical records with a clinical consultant indicated " the surgeon's notes confirm a patient with multiple tha dislocations required closed reduction under anesthesia. Following the third manipulation post reduction imaging demonstrated a displaced transverse fracture of the greater trochanter necessitating further surgery to repair the fracture. The root cause of the tha instability leading to multiple reductions of tha dislocation under anesthesia and subsequent trochanteric fracture cannot be established with the limited information provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported post-reduction scans showed a displacement of the greater trochanter requiring a second stage with a hook plate. A review of medical records with a clinical consultant indicated " the surgeon's notes confirm a patient with multiple tha dislocations required closed reduction under anesthesia. Following the third manipulation post reduction imaging demonstrated a displaced transverse fracture of the greater trochanter necessitating further surgery to repair the fracture. The root cause of the tha instability leading to multiple reductions of tha dislocation under anesthesia and subsequent trochanteric fracture cannot be established with the limited information provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.